Event description:
It was reported that during an in-office check, the right atrial (ra) lead showed far oversensing of field r-wave (ffrw) and was noted with some undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4011, lead, implanted: unknown. (B)(4).